Manufacturer narrative:
The customer reported that a pt had expired and that a new pt admitted to the same device the next morning had strips printed that showed the expired pt's data. Logs were reviewed with research and development engineers and based upon the logs, a discharge operation was completed prior to the new pt's admission. Strips were faxed in 2009, which showed one page of trend data highlighting the presence of the prior pt's trends. The customer was contacted for clarification on what about the strips seemed incorrect and they did not recall all the details about the issue. The strips were reviewed with clinical product specialist (cs) who indicated that the printed trends do not have the time of printing, therefore, we do not know when they triggered the request for the data. It was suggested that the trend printout may have been generated the next day, but could have been queued the night before and held if there was a problem with the printer or, if the printer ran out of paper. It was also noted that "?" Appeared on the trend sheet which could have been consistent with a system time issue. We will consider that the cause for this occurrence is unk. Based upon a review of the clarify call logs in the past 60 days, no further similar reports have been logged by the customer. We will consider this issue to represent a one time issue which we will consider to represent a malfunction. No further investigation or action is warranted.

Event description:
The customer reported that a pt had expired, and that a new pt admitted to the same device the next morning had strips printed that showed the expired pt's data.